Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. It is not known if lubrication and negative pressure were applied to the balloon prior to advancement through the endoscope. A possible contributing factor to balloon material damage is failure to lubricate the balloon with a lubricating agent. The instructions for use direct the user: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. Another possible contributing factor to a leak in the balloon material is failure to apply negative pressure to the balloon dilator prior to advancement through the endoscope. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use direct the user " to facilitate passage through the endoscope, apply negative pressure to the catheter." In addition, the user is further instructed to "maintain balloon deflation with negative pressure and introduce into the accessory channel of the endoscope, advancing in short increments until the dilator is completely visualized endoscopically." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. A rupture or tear in the balloon material can also occur if the balloon comes in contact with a sharp object or burr in the endoscope accessory channel. Another possible contributing factor to a rupture in the balloon material is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all hercules 3 stage balloon esophageal are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd) procedure, the physician used a cook hercules 3 stage balloon esophageal. It was reported that the physician placed the balloon dilator down the endoscope and inflated the balloon to 18 mm for approximately 30 seconds. The balloon was deflated and removed. The physician was able to advance the endoscope into the stomach. The z-line was present in approximately 43 cm from the incisors. There was only very small amount of food in the gastric lumen initially. The gastric mucosa appeared unremarkable including the retroflexed view of the fundus. The pylorus was patent. The first and second part the duodenum appeared normal. Roth retrieval nets were used, and the food in the diverticulum in the esophagus was removed, and the numerous passes of the endoscope within retrieval net, and this prolonged procedure. After removal of the retained food and irrigation, the balloon dilator was positioned again across the lower esophageal stricture and was inflated in 2 steps, 18 mm and 19 mm. Was inflated for approximately 30 to 45 seconds at each step. As we attempted to inflate the balloon beyond 19 mm, the balloon itself "popped" and deflated. This was removed. The stricture was fractured with minimal oozing of blood. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.